Manufacturer narrative:
Analysis shows that this complaint is caused by stack damage by user mishandling. There is stack face delamination with associated grs wrinkle which demonstrates acoustic array area bending. The retuned catheter failed the acoustic test with dead elements in the center of the array but the catheter had passed xdcr test before releasing from manufacturing site. The user is cautioned not to bend the array area of the catheter.

Event description:
It was reported that the catheter was displaying a poor image quality and that they could not make sense of any anatomical structures. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. Caller reported that the procedure was a watchman procedure. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.